Event description:
Patient reported "capsular contracture baker grade IV, breast pain, tenderness and hardening". Healthcare professional later reported "contracts, painful capsular fibrosis, rupture, capsular contracture baker grade iii, folded together in creases, breast is still deformed and scarred, fear of developing bia-alcl". This record is for the right side. Device was explanted with another manufacturer's device.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "capsular contracture baker grade IV, breast pain, tenderness and hardening". Healthcare professional later reported "contracts, painful capsular fibrosis, rupture, capsular contracture baker grade iii, folded together in creases, breast is still deformed and scarred, rupture, fear of developing bia-alcl". This record is for the right side. Device has been explanted and replaced. Device has been disposed of after surgery.